Event description:
It was reported that this pacemaker exhibited farfield oversensing of premature ventricular contraction (pvc) signals on the atrial channel. The device was reprogrammed to avoid farfield oversensing, which did not resolve the issue. The x-ray imaging did not reveal any issues. It was also noted that the device was causing pacemaker mediated tachycardia (pmt) in the patient. Technical services (ts) reviewed the reports and provided reprogramming options. It was also noted that the patient had frequent pvcs. It is unknown if the patient had frequent pvcs prior to the device implant. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing of premature ventricular contraction (pvc) signals on the atrial channel. The device was reprogrammed to avoid farfield oversensing, which did not resolve the issue. The x-ray imaging did not reveal any issues. It was also noted that the device was causing pacemaker mediated tachycardia (pmt) in the patient. Technical services (ts) reviewed the reports and provided reprogramming options. It was also noted that the patient had frequent pvcs. It is unknown if the patient had frequent pvcs prior to the device implant. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the health care professional (hcp) will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field e1: initial reporter last name.